Manufacturer narrative:
The company service representative examined the system and could not confirm or replicate the reported event. As a preventative measure, the pneumatic module was replaced. The system was then tested and met all product specifications. The system was manufactured on september 29, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the cutter did not work during a vitrectomy procedure. The surgeon used the shave mode to complete the procedure with no harm to the patient.